Event description:
Surgeon had concerns with outcomes following lasik surgeries and requested analysis assistance. The site provided a spreadsheet of conventional and custom treatments over a given period of time. While reviewing the spreadsheet, it was noted that a patient who underwent custom lasik surgery presented with a loss of bcva in the right eye at the three month post-op visit.